Event description:
It was reported that during nava (neurally adjusted ventilatory assist) mode of ventilation, after twelve days of use, the signal was weak and ng-tube parts were found in the stool. When the ng-tube was removed from the patient, it was observed that it was broken in pieces. The final patient outcome was no harm. (B)(4).

Manufacturer narrative:
The ng tube was returned in three pieces measuring 81 cm (proximal part), 37 cm (middle part) and 7 cm (distal part). The distal part which was found in the stool was strongly discolored with a tube breakage towards the middle part. The middle part had exposed electrode wires and was cut off from the proximal part. The proximal part had no damages. According to the hospital the ng tube was used for 12 days in simv/nava (neurally adjusted ventilatory assist) mode of ventilation, which was not within the recommended duration of usage of maximum 5 days. Several medicines were administered through the ng tube, feeding was performed with pump and the ng tube was flushed after every occasion. The ng tube was used daily for aspiration. The signal from the ng tube was reportedly weak, but no ventilator logs were provided to support this. No other specific observations were experienced during positioning or use by the user. A check of the material parameters for the ng tube showed that all parameters were within the specified limits. There was also no abnormality with the batch. The ng tube was manufactured dec 31, 2013 and the ng tube was used approx 21 months after the expiration of shelf time of 2 years.

Event description:
Manufacturer ref. #: (B)(4).